Event description:
I was reported that cadd ms 3 had distal occlusion measured over threshold twice with different cartridges. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6). 2022 via email and attached to complaint object: there's no patient contact. All found during preventive maintenance procedure. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No problem was found with the device. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.